Event description:
It was reported that there was high impedance when the leads were inserted into the ports of the implantable neurostimulator (ins) it was noted that >20,000 ohms was observed on both leads. It was further noted that they re-tested at 3v and observed normal on lead one but the top portion of lead 2 was showing 23,000 ohms. It was noted that the lower four contacts were showing >40,000 ohms. A trialing cable was used on the second lead and it came back to 600-700 ohms. The ins was swapped out for another, the lead was inserted and impedance came back to normal with both leads. Additional information received reported that one lead was plugged into the implantable neurostimulator (ins) and all the impedances were ¿off.¿ multiple voltages were tried and all impedance was still greater than 40 ,000. The same single lead was moved to the second port of the same ins and when tested the top four electrodes were all around 23 ,000. The bottom four were still greater than 40,000. The existing lead was connected to a trialing cable and impedances were checked and observed around 700. It was noted that they concluded the ins was ¿bad.¿ the patient was under general anesthesia and they could not ¿trial¿ the patient. A new ins was opened and connected to the existing lead. The impedances were all satisfactory at around 700. It was noted that a plug was used for the second ¿channel.¿ after the case, the ins was turned on in recovery and the patient was able to feel stimulation. It was noted that one ins was opened but not used on the patient. There had been no further follow up done with the patient of which the manufacturing representative was aware. Additional information received reported that the ins was not used with or in the patient. It was noted that there was ¿normal battery depletion.¿ it was noted that there was no patient death or injury. The patient¿s status was recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 3555-31, serial# unknown, product type: screening device. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).